Event description:
In 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The patient was admitted to the hospital in 2009 due to right leg pain. A clot from the flow divider of the trunk ipsilateral leg component to the distal limb was noted. The clot was lysed the following day. Two days later, a s.m.a.r.t stent and a lifestent were implanted in the distal common iliac artery. The patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The physician does not believe gore devices contributed to the incident. The patient had stenotic tortuosity distal to the device limb as noted during the initial procedure. Also implanted in the patient was a contralateral leg component pxc121400.